Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet. The broken distal end of the anchor was not returned for examination. The inserter showed no damage. Both legs of suture have been cut mid-point of their length. Dimensional assessment of the anchor that could be performed confirmed it met print specification. Due to the limited clinical details provided no root cause can be determined. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee lateral collateral ligament repair procedure, the after pre-drilled, when twisting the anchor broke. No patient injury.